Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed by applying counter-traction with an assertive forceful pull. The clip deployed in the intended location and achieved hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.